Manufacturer narrative:
Product ID: 3887-56, lot# j0320190v, implanted: (B)(6) 2003, product type: lead. Product ID: 7435, serial# (B)(4), implanted: (B)(6) 2003, product type: programmer. Patient product ID: 748910, serial# (B)(4), implanted: (B)(6) 2003, product type: extension, product ID: 748910, serial# (B)(4), implanted: (B)(6) 2003, product type: extension. Product ID: 3887-56, lot# j0320190v, implanted: (B)(6) 2003, product type: lead. (B)(4).

Event description:
It was reported that there was a loss of therapeutic effect. It was noted that the patient had a spinal cord stimulator device at one point and it did not work.

Event description:
It was reported that the patient had their implantable neurostimulator (ins) removed because it didn¿t work.